Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis and urinary tract infection (uti). The patient was treated with antibiotics. There were no additional adverse patient effects reported. The ra lead remains in service.